Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump had a motor error alarm, during bolus and they were able to complete the rewind sequence. The customer was advised to revert to a backup plan. The blood glucose was 98gm/dl. The insulin pump was returned and replaced. No further action was taken.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).